Event description:
The avea ventricular sold by carefusion has a problem with the internal battery. It should last about 2 hours but due to problems with the charging circuits, it lasts only 5 minutes then shuts down without warning. Carefusion came out with a new gde (gas delivery engine) that corrects the problem. They started shipping units with this in (B)(6) 2010. Older units still have the problem. When asked, carefusion says it is the battery. After putting in a new battery, the same problem exists. This should be a recall to correct all units affected. This failure can cause patent harm or death since the ventilator shuts down with no warning.